Event description:
It was reported in a case study that a patient underwent a balloon kyphoplasty procedure. Lateral x-rays showed late collapse of endplate down to cement bolus with continued pain. Considerable loss of disc height three weeks after kyphoplasty. Endplate settling and subsequent vertebra body collapse; disc degeneration adjacent to endplate fracture. No further information was reported.

Manufacturer narrative:
Follow-up with company representative.